Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The probable cause cannot be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. The power supply inlet was found to be damaged. Additional finding was as followed; deformed rear serial digital interface (sdi) connector. The power supply, foot switch connector, and printed circuit board needed replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, video processor, to the olympus service center. Upon inspection and testing of the returned device, it was observed that power supply inlet was damaged. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.